Event description:
Covidien was informed of a customer who had an issue with heparin. The attorney alleges that in early 2007 the decedent was administered heparin for treatment of blood clots at medical center. Shortly after, the decedent began to experience symptoms consistent with the adverse reactions associated with contaminated heparin reported to and being investigated by the FDA and others. Upon information and belief on at least one occasion, the heparin administered to decedent was a contaminated heparin product. The patient passed away in the same month.

Manufacturer narrative:
Submit date: 1/16/09. An investigation is currently underway. Upon completion, the results will be forwarded.